Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
X-rays taken 1 year post-op showed the arsenal set screw located at the l3 had backed out of position. The patient is asymptomatic and will not require revision at this time. The arsenal fixation system was originally implanted on (B)(6) 2016 from the l3 - l5.